Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an im plantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient had an increase in pain in the back of the right leg. X-rays and CT-myelogram were ordered. The event was possibly related to the device and/or the implant procedure. Through imaging it was found that the lead extended from t8 to t10 in midline and dorsum of the spinal canal. This was pending physician review. There was also a CT-myelogram to check the lead that was pending physician review. The event is ongoing. Additional information was received from a healthcare professional (hcp). It was reported that a myelogram scheduled for (B)(6) 2019 revealed central canal stenosis and adjacent segment disease with neuro claudication. Removal of the hardware and l4-s1 decompression and l2-l4 fusion was recommended; the patient was scheduled for (B)(6) 2020. Reprogramming was also recommended and was scheduled for (B)(6) 2019. It was updated that the event was unlikely related to the implant procedure and not due to programming. The CT-myelogram for lami-lead check found the lead had not migrated. It was updated that interventions taken included reprogramming the neurostimulator. Additional information was received from the hcp. They stated that the patient had no change in pain level as of (B)(6) 2019. The hcp stated the central canal stenosis and adjacent segment disease with nuero claudication was related to the patient¿s progressive disease. They also confirmed the ¿hardware¿ removal for (B)(6) 2020 refers to the ins system. No further patient complications were reported as a result of this event.